Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted: (B)(6) 2010; 5076 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the patient was in the intensive care unit (ICU), it was noted that the patient had a lower heart rate. It appeared that there were approximately three beats that were not paced. It was noted that the patient had a lower rate limit. The implantable cardioverter defibrillator (ICD) currently remains in use. No patient complications have been reported as a result of this event.